Manufacturer narrative:
Sorin group (B)(4) manufactures the d733 arterial filter. The 510(k) number is k112525. The arterial filter is a component of the custom perfusion pack which is a preamendment device. The incident occurred at (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that while priming, the outlet port of the arterial filter broke off. They scavenged a new filter assembly from a pack off the shelf. There was no pt involvement. The arterial filter was returned to for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group received a report that while priming, the outlet port of the arterial filter broke off. They scavenged a new filter assembly from a pack off the shelf. There was no pt involvement.